Event description:
Facility material manager reported burette chamb ER leaked 2-3 drops of (unknown chemo drug) on the floor, near the area where the ball valve is housed. There was no injury or medical intervention to the patient or clinal staff.